Manufacturer narrative:
The literature article: ¿clinical outcomes of secondary scleral-sutured foldable hydrophilic acrylic intraocular lens placement by trainees: a single-site analysis¿ published by fasika a woreta was reviewed. The article was published in the journal of clinical ophthalmology 2021:15 783¿790. Clinical ophthalmology downloaded from https://www.dovepress.com/ by 47.215.135.208 on 12-may-2021. Date of implant/explant estimated as article publication date of (B)(6) 2021. Patient age, gender, weight and date of birth, date of implant/explant requested, but not provided. Per the IFU (instructions for use), for the gore-tex® suture, this device is contraindicated for use in ophthalmic surgery, microsurgery, and peripheral neural tissue. Misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. Possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.

Event description:
The literature article: ¿clinical outcomes of secondary scleral-sutured foldable hydrophilic acrylic intraocular lens placement by trainees: a single-site analysis¿ published by fasika a woreta was reviewed. The article was published in the journal of clinical ophthalmology 2021:15 783¿790. Clinical ophthalmology downloaded from https://www.dovepress.com/ by 47.215.135.208 on 12-may-2021. The use of gore-tex® suture was evaluated for the outcomes of a 4-point scleral-fixated foldable akreos ao60 intraocular lens (iol) insertion using gore-tex suture performed by trainees under super-vision of a single attending surgeon. Mean patient age was 62.8 years (range 26.9 to 88.4). While the initial technique was first described in 2010, the current standard protocol involves off-label use of the cv8 gore-tex polytetrafluoroethylene monofilament suture for scleral fixation of iol haptics, with preliminary studies confirming its safety profile. There were no intraoperative complications that resulted in decreased vision; however there was 1 re-intervention mentioned for a possible suture granuloma. (B)(4).